Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported the device is not able to do daily checks. There was no report of patient involvement.